Event description:
The field service engineer reported a fuse blew during preventive maintenance check. As a result, the system was able to boot, but was not able to perform fluoroscopy. The situation is a complete loss of system functionality. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber pcb was evaluated and replaced. The system was tested and found to be working as intended.